Event description:
67-year-old with history mitral stenosis, replacement mitral valve, atrial fib, tachy brady syndrome requiring pacemaker placement in 1989; underwent lead replacement from her pacemaker on 1/7/94. Lead was implanted in 1989. Attempts to convent pacing mode were unacceptable due to side effects to patient.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was destroyed/disposed of.